Event description:
A report was received from the united states stating that an 840 ventilator had a "safety valve open" (svo) condition with device alert. The device was not being used on a pt when event occurred.

Manufacturer narrative:
A covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to run extended self-tes (est), short self-test (sst), and a performance verification test (pvt). If tests fail, the customer was advised to replace the expiratory filter and check the oxygen (o2) sensor for leaks. (B)(4).